Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to helix extension/retraction issues and unsatisfactory electrical measurements. The lead exhibited low amplitude, elevated pacing thresholds and a poor current of injury on 2 different placements. The lead showed the expected behavior when taken out of the patient's body. The lead was removed and replaced prior to wound closure. No adverse patient effects were reported.